Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08d06-39, that has a similar product distributed in the us, list number 08d06-31, -41.

Event description:
The customer reports that the blood samples from two known (B)(6) patients are generating (B)(6) results with the architect (B)(6) on an architect i2000sr analyzer. The following information was provided: (B)(6): (B)(6) 2017 = (B)(6); retest at (B)(6); retest on (B)(6) 2017 with a similar (B)(6) result. Patient history was used to request additional (B)(6) testing immediately rather than just the routine architect (B)(6) test. (B)(6) were all (B)(6). The sample repeated on both architects as (B)(6). A new sample was taken seven day later and generated a (B)(6) result. (B)(6): (B)(6) 2017= (B)(6); sample not retested. This patient had tested (B)(6) with the architect system on a previous date (not provided). Since both patients were known (B)(6), extended testing was performed on both samples by two alternative methods and (B)(6) results were generated. Controls have remained within range. The customer later retested (B)(6), which generated the expected (B)(6) result on a second architect system in their lab. There is no impact to patient management reported. It was later discovered that the customer have used an incorrect bulk solution as the ph levels in the buffer tank indicated contamination. After thorough flushing of the analyzer both samples were retested and both generated (B)(6) results of (B)(6).

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances, deviations or potential non-conformances associated with the affected reagent lot have been identified. The architect syphilis tp assay package insert contains information to address the current customer issue. An in-house retained reagent kit of lot number 73044li00 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance regarding sensitivity of the lot is negatively impacted. No false nonreactive results were obtained. For the sample identified as 619669 that generated initial negative architect syphilis tp assay results: after instrument decontamination and replacement of the buffer solution, the sample generated the expected reactive result. This correlated with the reactive result generated on the other architect isystem in the lab. The likely cause of the initial negative results is now believed to be contamination of the buffer reservoir with trigger solution, which the customer used to prepare the wash buffer. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest a systemic issue or product deficiency exists.